Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged shortly after the procedure while the patient was in the recovery room. Subsequently, a revision procedure was performed. The ra lead was explanted and successfully replaced with a new lead. No additional adverse effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged shortly after the procedure while the patient was in the recovery room. Subsequently, a revision procedure was performed. The ra lead was explanted and successfully replaced with a new lead. No additional adverse effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.